Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the clamp on the device locked.

Manufacturer narrative:
Correction: evaluation summary: one (B)(4) device was received, and evaluation of the sample confirmed the reported issue. The visual inspection found the knife was protruding from the jaws. The jaws were stuck shut and would not open or close due to the protruding knife. The knife was trapped and protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.if information is provided in the future, a supplemental report will be issued.